Manufacturer narrative:
The device was manufactured june 15, 2016 - june 16, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and revealed that the device¿s flow rate was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected infusion time was 48 hours; however, the device completed therapy in 34 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.